Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth/defects and small striae in the left eye one day post treatment. The flap was lifted and rinsed. The patient was asymptomatic. There was no loss of best corrected visual acuity (bcva) reported.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.